Manufacturer narrative:
B3: month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the tube was occluded, and the medicine liquid did not flow through. The event occurred during priming. There was no patient involvement.